Event description:
It was reported by a distributor that the pump touch screen was cracked and unreadable. There was no reported impact to the customer¿s blood glucose level. Customer reverted to an alternate form of insulin therapy.